Manufacturer narrative:
The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separated medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. A second prostyle device was attempted; however, the device became lodged in the femoral artery and could not be removed. A cut down was performed to remove the device. Vessel damage occurred and a patch was placed to repair the artery. The sheath was upsized to 16fr, and the evar procedure was completed. The patch was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure due to the cut down and artery repair. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.